Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap of an unspecified quantity of amia automated pd cycler sets would come off. This occurred during set up of peritoneal dialysis therapy, when removing the sets from the outer pouch. There was no patient injury or medical intervention associated with this event. No additional information is available.